Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k #k180700 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of fracture: compression fracture it was reported that intra-op, while filling the bone cement into the vertebral body, the cement leaked to the anterior side of the vertebral body. Cement filling was stopped immediately and the procedure was completed. The cement was mixed in mixer for about 45-50 seconds and was in an appropriate condition before injecting it into the patient. The cement that leaked to the anterior side entered the blood vessel and reached pulmonary vein and pulmonary artery. Warfarin and lixiana medications were given to the patient to prevent from thrombus. Reportedly, the patient is healthy currently.